Event description:
Subsequent to the initially filed report, the following information was provided: the patient was discharged, but then on (B)(6) 2020 the patient was re-hospitalized to undergo surgery. On (B)(6) 2020, the patient underwent mitral valve replacement. The patient is doing well. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology and the partial clip movement was a cascading effect of the slda. The recurrent mitral regurgitation (mr) appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical procedure were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement, single leaflet device attachment/slda, recurrent mitral regurgitation, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted prolapsed and long posterior leaflet. On (B)(6) 2020, two clips were successfully deployed, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. On (B)(6) 2020, it was discovered that the first clip became detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda), increasing mr to grade 4. The physician stated that the cause of the slda was due to a long pml and the valve was not fully grasped. It was noted that the clip was partially moving during the initial procedure. The patient will remain hospitalized to await surgery. The patient is stable. No additional information was provided.